Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by customer that "unable to draw labs thru as I normally do with IV start and it took excessive force to flush the y-site. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mx9060 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 2 bd maxguard¿ extension sets with needleless y-site were blocked while flushing the y-site. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "it took excessive force to flush the y-site. The difficulty appears to happen at the blue "stopper" that is in the port. I had two of these that this happened with overnight but have had this issue multiple times over the past couple of months as have other nurses."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd maxguard¿ extension sets with needleless y-site were blocked while flushing the y-site. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "it took excessive force to flush the y-site. The difficulty appears to happen at the blue "stopper" that is in the port. I had two of these that this happened with overnight but have had this issue multiple times over the past couple of months as have other nurses."